Event description:
Complications from mentor corporation tuto plast fascia lata. Vaginal and bladder bleeding, pain during intercourse, bladder prolapse, incontinence infection, corrective add'l surgery, product failure, mental stress, permanent problems emptying bladder. It is making me mark death when there was no death. This is a very hard form to fill out correctly. You have to mark almost everything on this stupid form. This form is impossible to fill out correctly. (B)(6).